Event description:
Customer stated that the fiber connector was broken off from the fiber. Fiber was returned to dornier medtech america, inc. From a distributor. Incident occurred in (B)(6).

Manufacturer narrative:
The fiber was returned from (B)(4) via (B)(4). The fiber was received from distributor in a poly bag with protective tubing and no labeling. Visual examination of the fiber confirmed that the connector was broken off immediately at the fiber connector end. The heat shrink appeared to be stretched as if it were pulled with substantial force. An experiment was completed using a dornier test fiber where the connector was pulled apart from the fiber using substantial force. The heat shrink of the test fiber had the same stretched appearance. The fiber could not be power tested due to the this break. It is likely that the fiber was pulled using substantial force while the fiber was connected to the laser causing the connector to break off and the heat shrink to appear stretched.